Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented the lead overlay tube appeared to be twisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with decompensated heart failure. The patient received aggressive diuresis and was discharged. A subsequent chest x-ray revealed twisting and coiling of the right ventricular (rv) lead indicating impending lead failure and fragmentation. Twiddler's syndrome was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.